Manufacturer narrative:
(B)(4): images obtained from the site were reviewed by a philips engineer. The review suggests that this artifact is detectable and would not likely result in a misdiagnosis. It is not known whether a device malfunction caused or contributed to the artifact, as the investigation is on-going. This report was submitted on (B)(4) 2010.

Event description:
A radiologist reported the appearance of ring artifacts in the images of a patient. The radiologist alleged that the patient received an IV contrast and was scanned but the images were not able to be used for diagnosis.